Manufacturer narrative:
MDR 3003442380-2024-00864 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in china. On 12-apr-2024, it was reported that on (B)(6) 2024, the patient experienced no delivery alarms. The issue was resolved by infusion set change. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code tubing detached from hub. The lot 5393196 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for lot 5393196 were previously tested in 1596033 on 20/dec/2022. Test results: visual test on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the hub connector test 1 according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing the lot 5393196 was manufactured according to the wi version 86 and packaging in the multivac 14, on 02/jul/2022, with a total of (B)(4) units. Gluing of tubing the lot 5388545 was manufactured according to the wi version 53 in the gluing of tubing in the machine sc05 & sc06, on 30/jun/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 09/apr/2025 against malfunction code tubing detached from hub and lot 5393196 and no other complaint has been registered in database for the same lot 5393196 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.